Event description:
The customer reported that the system displayed a high voltage failure error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an on site investigation. The generator interface board was replaced. The software, the calibration files, and the configuration files were reloaded. The system was tested and operates as intended.